Event description:
The technologist placed the pt under the camera and initiated the study using commonly used protocols (wholebody). When the study started the camera head rose upward and came down on the pt's head. At that time the pt was pulled out of the camera path. The technologist described it as if "the camera was doing an index search". This action was repeated several times by another technologist. The camera gantry/console were shut down and rebooted. The problem did not return. (Pt injury: redness and swelling above the eyes; pt was sent to the emergency room; however refused treatment).